Event description:
It was reported that during a breast biopsy, after deploying the tissue marker and taking post clip placement images, it was noticed that the clip and the tip of the introducer were both in the biopsy site. Both the clip and tip were left in the site.

Manufacturer narrative:
Date sent: 10/23/2007. Eval summary: the analysis results found that the device was received with the marker sleeve detached and missing. A preliminary investigation process has been initiated. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.